Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using an unknown delivery system. The annular perimeter was 83.5mm. The patient rhythm was sinus before the procedure. During procedure, after the insertion of non-abbott wire, patient's electrocardiogram (EKG) changed to an atrioventricular (av) block. After pre balloon-aortic valvuloplasty (bav), patients rhythm changed to a slow ventricular tachycardia and then went back into the av block. The final implant depth was 7-8mm. After the deployment of navitor valve, the patient had bradycardia with a wide qrs. On next day, patient received a permanent pacemaker due to complete heart block. The patient was reported stable.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a sinus rhythm before the procedure, there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 7-8mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient developed atrioventricular (av) block after insertion of the guidewire, then the rhythm changed to a slow ventricular tachycardia and then back into the av block after the valvuloplasty and prior to the implant. The patient later developed complete heart block. The valve also appears to be correctly sized based on the provided annular dimension (annular perimeter). Based on available information, the reported event appears to be related to procedural conditions (guidewire insertion and valvuloplasty caused heart block prior to valve insertion). A cause for the reported device malposition could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.